Event description:
In-stent restenosis was observed two or three months after implanting the vision stent. The restenosis was treated by re-stenting. The cause of restenosis was not related to the vision.